Manufacturer narrative:
Patient information with regard to age, gender, and weight was not provided. The doctor cleaned the posterior crown and re-cemented the crown for the patient using a different product, without further incident. To date, the patient is doing fine. The returned product is expired; therefore, no evaluation was conducted. The DHR review revealed that there were no deviations from the manufacturing process. In addition, no similar complaints were received with regard to this lot.

Event description:
A doctor alleged that approximately ten (10) patients had experienced the debonding of crowns after placement using silane primer, nx3 dual cure clear, and optibond all-in-one products. This is the eighth of ten (10) reports.